Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak is unconfirmed. The aneurysm enlargement of 6 mm is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure, or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The access device complication (retroperitoneal hematoma) was secondary to the closure device failure (non-device related) at the index procedure. There was concomitant device usage of non endologix stent in the left common femoral artery. It is unclear if this contributed to the reported event. The final patient status was reported to be stable pending a secondary intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply corrections: g3: awareness date has been updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an infrarenal proximal extension. Approximately four (4) years post initial procedure, the patient presented with an unknown issue. A re-intervention is planned for a later date to reline the device with an afx2. There have been no additional patient sequelae reported. This event was previously reported under MDR # 2031527-2018-00769. Now, approximately 8.5 years post initial procedure, a type 3b endoleak of the afx bifurcated stent graft stent was identified and possible aneurysm sac enlargement. The patient is stable and currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.